Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 15, 2020. Device evaluation summary: during a visual inspection, the device was found to be ruptured. An anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the ruptures reported initially, the patient also experienced bilateral capsular contracture. The right sided capsular contracture was baker grade IV. The left sided capsular contracture was baker grade iii. The capsular contracture caused the right implant to be displaced superiorly. When the devices were explanted, bilateral capsulectomies and replacement with 400cc mentor memorygel breast implant was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 500cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed through an unspecified form of imaging. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-10242 for contralateral prosthesis report.